Manufacturer narrative:
Correction to g3: the original date received by MFR was 11/03/2025. Additional information was added to a1 and a2: h11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon further review, it was determined that baxter does not have us reporting responsibility for this product code. This product is manufactured by val med and reporting responsibilities are with this entity.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified pn bag had some air bubbles inside. This was observed during infusion. A new pn bag was started to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.